Event description:
It was reported that the catheter was noted to be leaking from the reinforced section of the catheter, just beyond the hard plastic luer hub. The catheter was removed. No blood loss or ill effects to the pt were reported.

Manufacturer narrative:
A review of the mfg records indicated that all device specifications and quality requirements were satisfied. Without an eval of the device involved in the incident, we are unable to determine the cause or factors that may have contributed to this event.